Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00144 to provide the return sample evaluation results, document additional information from the user facility. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies or defects, in its appearance. The actual sample, after having been rinsed and dried, was subjected to another visual inspection. No anomaly was revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated in it and the pressure drop was determined at each flow rate. The obtained values were verified and met manufacturer specifications. No anomaly, including an occlusion was revealed in the actual sample. A review of the device history record of the involved product/lot# combination confirmed that there were no production related problems. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, the investigation results verified that the actual sample, after having been rinsed and dried, was the normal product, having no occlusion related issue. As a cause of the reported difficulty in achieving the flow rate during use, it is likely that thrombus has been formed due to some factor(s) and hampered the blood flow in the circuit. The cause of the thrombus formation cannot be determined from the available information. The device labeling (IFU) does address thrombus formation such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00144 to provide the return sample evaluation results, document additional information from the user facility. The following additional information was provided by the user facility: clotting was noticed after surgery; no flow issue during priming; and it was reported that it was unknown when the flow issue was noticed during surgery.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history records and product release decision control sheet of the involved product/lot number combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product /lot# combination has not been reported previously. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported the capiox fx15 device had a flow problem and possible clotting problem during cardiopulmonary bypass. Follow up communication from the user facility reported the following information: the product was not changed out. The surgery was completed successfully and there was no reported impact to the patient.